Event description:
It was reported that the patients implantable pulse generator (ipg) was non-functional. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the patient was doing well postoperatively, and the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) was non-functional. The patient underwent an implantable pulse generator (ipg) replacement procedure.